Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction and cartridge issue was verified. No failure related to the reported noisy gear train was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the cartridge tubing detached from the cartridge. Blood glucose level was 489 mg/dl. Reportedly, the customer contacted their healthcare provider to obtain back up therapy. Multiple attempts were made by tandem¿s technical support to verify back up therapy was obtained; however, no additional information regarding this event was provided.